Event description:
The customer reported that he had a seizure due to low blood glucose (bg) levels and was admitted to the emergency room. He also said that he did not know what his bg was during the event but said that when he woke up after being treated in the emergency room his bg was 70. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported emergency room visit. No lot qualification records were reviewed, as the product lot number was not provided.